Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging during use.

Event description:
On 3/31/2023, it was reported by a sales representative via sems that an ar-3636 knotless 1.8 fibertak anchor was drilled and impacted according to the proper technique. Upon removal of the insertion shaft, half of the shuttle stitch containing the looped portion of the stitch disengaged from the anchor and came out with the insertion shaft. The case was completed using three additional ar-3636 knotless 1.8 fibertak. This was discovered during a procedure on (B)(6) 2023. Additional information received on 4/12/2023: this was discovered during a bankart labral repair procedure. Nothing broke inside the patient and case was completed successfully, without further issues.